Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had one documented and many other reported cases of tubes being found "fractured" on xray requiring immediate removal before risk of further complications. The tubes had no outward indications of any malfunction but was caught by radiology on xray for concern for fractured tube.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo was provided. The photo was evaluated, and the reported condition was observed. Based on all available information, the root cause could not be determined at this time. ¿we will continue to monitor related reports to determine if additional actions are necessary.